Event description:
This case was initially received via regulatory authority (ansm, reference number: r2019085) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of urinary tract infection ('urinary tract infections') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced urinary tract infection (seriousness criterion medically significant) with urinary retention, pollakiuria and dysuria. On an unknown date, the patient experienced premature menopause ("early menopause"), vulvovaginal dryness ("severe vaginal dryness") and pudendal canal syndrome ("pudendal nerve inflamed / severe pain probably due to inflammation of the pudendal nerve"). At the time of the report, the urinary tract infection, premature menopause, vulvovaginal dryness and pudendal canal syndrome outcome was unknown. The reporter considered premature menopause, pudendal canal syndrome, urinary tract infection and vulvovaginal dryness to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 19-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of urinary tract infection ('urinary tract infections') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2016, the patient had essure inserted. In 2017, the patient experienced urinary tract infection (seriousness criterion medically significant) with urinary retention, pollakiuria and dysuria. On an unknown date, the patient experienced premature menopause ("early menopause"), vulvovaginal dryness ("severe vaginal dryness") and pudendal canal syndrome ("pudendal nerve inflamed / severe pain probably due to inflammation of the pudendal nerve"). At the time of the report, the urinary tract infection, premature menopause, vulvovaginal dryness and pudendal canal syndrome outcome was unknown. The reporter considered premature menopause, pudendal canal syndrome, urinary tract infection and vulvovaginal dryness to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality safety evaluation of ptc. On 26-oct-2020: all required attempt were completed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.